Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer changed the cartridge, infusion set tubing and site, and no additional occlusion alarms occurred. There was no reported impact to customer's blood glucose.